Manufacturer narrative:
Patient weight-unk. Date of event-unk. This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned in liquid, in a centrifuge vial. Visual inspection found a tear on the optic. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.5/+1/088 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
(B)(4).